Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.